Manufacturer narrative:
Philips has investigated this complaint. It was reported that the host pc did not bootup. Review of the log file confirmed the power supply malfunction ¿post "host pc" done/failed¿. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the host pc does not start up due to power supply defect. The defective host pc was returned for failure analysis and confirmed that the failure mode as unable to boot up, dimm and motherboard were faulty. Fse replaced the host pc in other case. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that host pc failed to bootup. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.